Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump's basal pattern has changed without customer's consent and the customer thinks that the insulin pump is bugged. No harm requiring medical intervention was reported. The troubleshooting was performed and the customer was unable to uplaod in carelink as the customer was in holiday house. The customer had discontinued to use the device and the product will be returned for the product analysis.

Manufacturer narrative:
The customer returned the pump for cybersecurity - hacking allegation (basal anomaly) on (B)(6) 2022. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0871 inches. Basal 1 was received programmed (customer settings). The pump was able to program and save a second basal profile. Basal 2 was listed on the basal patterns screen. Basal 2 was edited (changed) on the basal pattern setup screen. No basal anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, scratched serial number label, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. Per freger, mark ¿ r&d engineer: (see attached email for the history records and corresponding long traces) regarding basal settings, based on the pump history records, basal settings were changed 2 times on oct 22,2022 at 12:30:34 am and 12:39:40 am. Based on daily total, pump delivered only basal insulin. As per corresponding long traces that provide info about motor strokes (real delivery), pump delivered =sum(ah39641:ah43160)=70.875 u. This matches exactly to the dailytotals. Conclusion: based on the keypresses, the basal settings were changed by pressing the keys ( assuming by user). Pump delivered programmed amount of insulin. Pump behaved as expected. Date: february 17, 2023 who: leydis saavedra - software engineer r&d details: based on a review of pump history, pumphistory 01-04-2023 08 27 am.formattedhistory, it was determined that pump performed as expected. The basal pattern changes that were programmed on october 22, 2022, were all initiated on the pump. Investigation has determined that the pump performed as expected. The basal pattern changes that were programmed on october 22, 2022, were all initiated on the pump. Is this a confirmed breach? No rationale: basal changes were performed on the pump. The pump passed the functional testing. Cybersecurity - hacking allegation not confirmed basal anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.